Event description:
It was reported that the atrial lead exhibited loss of capture and low impedance. Insulation damage was suspected. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition post-procedure.